Manufacturer narrative:
Eval summary: as returned, the shaft of the flexible drill bit has become bent and unwound in the field. The instrument has a potential field age of approximately 1.5 yrs. The complaint states that the shaft broke while the surgeon was trying to drill into the acetabulum. In general, this failure may be a result of (but not limited to): excessive force applied during usage, continued operation of the drill after it was stuck against hard material, rapid forward and reversal of direction of rotation when the device is stuck, excessive bending around corners, device wear due to usage with time, and/or low speed/high torque of operation. With the info provided, the exact cause of the issue cannot be determined. Eval: device history records indicate all components were mfg and inspected to specification. No mfg abnormalities could be detected.

Event description:
It was reported that the flexible drill shafts broke during surgery.